Manufacturer narrative:
Result: brake crank assembly.

Event description:
It was reported by service report that the footend brakes would not engage. No patient involvement or adverse consequences were reported.